Event description:
It was reported that the patient had a pericardial effusion. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 20mm watchman flx laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed in the laa and release criteria was checked. After all release criteria was met the physician unscrewed the closure device from the core wire and successfully implanted the closure device in the laa of the patient. Post release of the closure device it was noted that the patient had a pericardial effusion. The physician performed a pericardiocentesis to help treat the effusion. The patient was discharged two days post procedure fully recovered from this event. There were no other complications or consequences that were reported to have occurred.